Event description:
It was reported that there was telemetry failure with the use of this programmer and its radiofrequency programmer head. Follow-up determined that the failure was confirmed on the programmer head. Both the programmer and its programmer head were returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).